Event description:
The reporter asked that the volumetric delivery be checked for accuracy. The reporter further stated that there had been no incidents, however, the nurses suspected that it was overdeliverying when programmed to deliver at a low rate.